Event description:
It was reported that revision surgery was performed due to dislocation of the insert. The patient was a chronic dislocator.

Manufacturer narrative:
It has been determined these dislocations and the revision surgery occurred due to incorrect insert thickness selection.